Manufacturer narrative:
Additional data: b.5., h.6.

Event description:
Additional information confirmed this report is a duplicate of mrn #9617229-2025-06574.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ¨defective implants¨. This record is for the right side. The device was explanted.